Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer's blood glucose continued to rise. The patient's blood glucose at the time of incident was 211 mg/dl, and at the time of call it was 280 mg/dl. The tubing was inspected and there were multiple large air bubbles there. The cannula was also bent. The reservoir also had air bubbles inside of it. The air bubbles were seemingly caused by the use of cold insulin. The customer was assisted with an infusion set change and further troubleshooting was declined. No products were shipped or returned.